Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for foreign matter (coming out of needle) on lot # 9126684. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, foreign matter (coming out of needle) was captured and addressed appropriately.) No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9126684. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use when plunger is depressed there is liquid foreign matter coming out of needle with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that consumer is having problems with her syringes. Liquid is coming out of the needle when the plunger rod is depressed.

Event description:
It was reported that during use when plunger is depressed there is liquid foreign matter coming out of needle with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that consumer is having problems with her syringes. Liquid is coming out of the needle when the plunger rod is depressed.

Manufacturer narrative:
The following fields were updated with additional information: d.10. Device available for eval? Yes. D.10 returned to manufacturer on: 2020-06-29. H.2 device return to manuf .?: yes. H.2 device eval by manufacturer?: yes. H.6. Method codes: 10, 3331. H.6. Result codes: 170. H.6. Conclusion codes: 4315. H.6. Investigation summary: a complaint history check was performed and this is the 1st related complaint for foreign matter (coming out of needle) on lot # 9126684. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, foreign matter (coming out of needle) was captured and addressed appropriately customer returned (13) 3/10cc, 8mm, 31g syringes in open poly bags from lot # 9126684. Customer states that liquid is coming out of the needle when the plunger rod is depressed. All returned syringes were tested and a clear droplet of material came out of the cannula of 7 out of 13 samples when fully depressing the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9126684. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.